Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is completed.

Event description:
It was reported that the patient presented to the clinic with low flow alarms on (B)(6) 2023. An echocardiogram and computed tomography (CT) scan revealed volume overload of the left ventricle and a twist in the outflow graft. The outflow graft was split, and the obstruction was removed. Flows returned to normal following the procedure and no further intervention was performed.

Manufacturer narrative:
Section a4: patient weight was requested but was not provided. Manufacturer's investigation conclusion: the reported outflow graft obstruction could not be conclusively confirmed through this investigation as no images were provided by the account and no product was returned for evaluation. Additional information regarding the event, including log file and CT image availability, was requested from the account; however, nothing further has been communicated at this time. The patient remains ongoing on heartmate 3 lvas (left ventricular assist system), serial number (B)(6), and no additional events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The heartmate 3 left ventricular assist system instructions for use (rev. C) contains the following information: section 1 explains that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. Section 5 contains information regarding the preparation and attachment of the sealed outflow graft. This section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding. Section 7 describes alarm conditions, including the low flow hazard, as well as the appropriate actions associated with them. No further information was provided. The manufacturer is closing the file on this event.